Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl). Customer consumed juice to stabilize bg level. Customer declined any further troubleshooting on the reported issue.